Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, foot injury, knee injury and genital bleeding. Concomitant products included bupropion from (B)(6) 2012 to (B)(6) 2014, clonazepam from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2016, prednisone from (B)(6) 2012 to (B)(6) 2012 and sertraline from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxious") and depression ("depressed."). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), rash ("rash"), blister ("blisters") and acne ("acne"). On (B)(6) 2013, the patient experienced swelling ("swelling"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced coagulopathy ("blood or heart disorder/condition blood clots"). In (B)(6) 2014, the patient experienced amnesia ("neurological conditions or problems: memory loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain lower ("lower abdominal pain"), hypersensitivity ("allergic reaction"), urticaria ("hives"), pain in extremity ("legs pain"), arthralgia ("joint pain"), oedema ("edema"), limb injury ("foot injury") and joint injury ("knee injury"). The patient was treated with surgery (full hysterectomy and salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, rash, hypersensitivity, urticaria, anxiety, depression, swelling, coagulopathy, fatigue, alopecia, migraine, headache, amnesia, blister, acne, weight increased, oedema, limb injury and joint injury outcome was unknown and the abdominal pain lower, pain in extremity and arthralgia had resolved. The reporter considered abdominal pain lower, acne, alopecia, amnesia, anxiety, arthralgia, back pain, blister, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, joint injury, limb injury, menorrhagia, migraine, oedema, pain in extremity, pelvic pain, rash, swelling, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: proper placement and full occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter information, patient details, other relevant history, product information, concomitant drugs, and events: abnormal bleeding (vaginal), menorrhagia, swelling, hives, blood or heart disorder/condition blood clots, dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: anxiety, migraines, headaches, neurological conditions or problems: memory loss, hives, blisters, acne, vaginal discharge, weight gain, lower abdominal pain, legs pain, joint pain, pain, rash, edema, foot injury, knee injury, allergic reaction were added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (full hysterectomy and salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement and full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.